Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter, product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2014. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 19-jul-2015, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 05-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2,000mcg/ml at 453mcg/day and morphine 20mg/ml at 3.5mg/day via an implantable pump. The indications for use was intractable spasticity. The patient¿s medical history included als (amyotrophic lateral sclerosis). On (B)(6) 2019 it was reported that the patient reported increasing spasticity and pain in (B)(6). There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was checked and a dye study was performed about a month ago and the dye study was normal. Another dye study was done yesterday ((B)(6) 2019) and the interventional radiologist doctor was unable to aspirate from the cap (catheter access port). The actions and interventions taken to resolve the issue was the dye study was unsuccessful yesterday and the pump logs were checked, nothing abnormal in the logs. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The patient status was noted as alive, no injury and no fur ther complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported that the actions and interventions taken to resolve the issue was the patient had a full system replacement, pump and catheter. No further complications were reported or anticipated.